Event description:
It was reported that pt has swelling that started last week. His surgeon has advised her to call stryker and register. She will have an x-ray taken.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.